Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. As the device failed during evaluation, there was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). Review of the device service history revealed that previous device servicing did not cause or contribute to the failure. An external/internal inspection was performed with no issues noted. The device was determined to meet functional performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite electrical testing due to earth leakage further specified as the resistance reading from the ground to the ac input terminal was not infinite. The device pump assy was removed and a test article pump assy was installed. The test was repeated and the readings showed an infinite resistance. Upon conclusion of the investigation, it was determined that a malfunctioning pump assy was responsible for the electrical short from the ac terminal to the ground. The pump assy was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.